Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the device model and manufacturing site. Manufacturing establishment name and address, and g1 manufacturing site establishment name and address corrected to: (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at 15.3 mm from it's distal end and the broken probe tip was returned. A definitive root cause could not be identified. Based on the results of the investigation, it is likely a stress problem led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a gynecological procedure, the subject device broke off inside the patient. A medical intervention was done to retrieve the broken part successfully using a laparoscopic grasper. The procedure was delayed 20 minutes and the patient required an x-ray. The procedure was completed with an olympus back-up device. There were no further reports of patient harm.